Event description:
A report was received that the patients ipg was not able to charge out of hibernation after a back surgery wherein an electro cautery was assumed to be used and may have compromised the ipg. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physicians implant manual (B)(4)).

Manufacturer narrative:
Additional information was received that the patients surgery was not device related. It was noted that electrocautery was used which caused the ipg to malfunction.

Event description:
A report was received that the patient's ipg was not able to charge out of hibernation after a back surgery wherein an electro cautery was assumed to be used and may have compromised the ipg. The patient will undergo an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physicians implant manual 9055940-001).